Event description:
The customer tested her blood glucose and received a reading of 221 mg/dl using her breeze2 meter. She retested using another meter and received a reading of 104 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. A new contour kit was sent to the customer.